Event description:
It was reported the pt has not used or charged the ipg in at least five months. The ipg in unable to establish communication with external devices. The pt plans to undergo surgical intervention to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.